Manufacturer narrative:
Section d4: medical device details & section h4: device manufacturer date has been updated. This report is submitted on november 10, 2021.

Manufacturer narrative:
Correction d6b:the correct date of explant is (B)(6) 2021; not (B)(6) 2021 as previously reported. Per the clinic, the patient was placed under general anesthesia on september 25, 2021, in order to explant the device. This report is submitted on august 04, 2023.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to health reasons. Further information is being sought from the clinic.